Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 8p08 that has a similar product distributed in the us, list number 4p53, with 510k/PMA/bla number p110029.

Event description:
The customer reported a false nonreactive alinity I hbsag result for a 55-year-old female with aplastic anemia in the hematology department. The following data was provided: sid (B)(6): hbsag: 0 iu/ml (reference range: < 0.05 iu/ml nonreactive, >/= 0.05 iu/ml reactive), anti-hbs: 25.69 miu/ml (reference range: >/= 10 miu/ml is considered reactive), hbeag: 1.45 s/co (reference range: >/= 1.000 is reactive), anti-hbe: 0.86 s/co (reference range: </= 1.00 s/co reactive), anti-hbc: 3.88 s/co (reference range: >/= 1.00 s/co reactive). The customer retested the sample after high-speed centrifugation, and the hepatitis b retest results were all consistent: hbsag result = 0 iu/ml (nonreactive), hbv dna result = 23100 iu/ml (positive). The patient¿s historical results tested on (B)(6) 2026 were: hbsag: 0 iu/ml (nonreactive), anti-hbs: 24.55 miu/ml (reactive), hbeag: 0.9 s/co (nonreactive), anti-hbe: 0.83 s/co (reactive), anti-hbc: 4.13 s/co (reactive) . There was no impact to patient management reported.

Event description:
The customer reported a false nonreactive alinity I hbsag result for a 55-year-old female with aplastic anemia in the hematology department. The following data was provided: sid (B)(6): hbsag: 0 iu/ml (reference range: < 0.05 iu/ml nonreactive, >/= 0.05 iu/ml reactive). Anti-hbs: 25.69 miu/ml (reference range: >/= 10 miu/ml is considered reactive). Hbeag: 1.45 s/co (reference range: >/= 1.000 is reactive). Anti-hbe: 0.86 s/co (reference range: </= 1.00 s/co reactive). Anti-hbc: 3.88 s/co (reference range: >/= 1.00 s/co reactive). The customer retested the sample after high-speed centrifugation, and the hepatitis b retest results were all consistent: hbsag result = 0 iu/ml (nonreactive). Hbv dna result = 23100 iu/ml (positive). The patient¿s historical results tested on (B)(6) 2026 were: hbsag: 0 iu/ml (nonreactive), anti-hbs: 24.55 miu/ml (reactive), hbeag: 0.9 s/co (nonreactive), anti-hbe: 0.83 s/co (reactive), anti-hbc: 4.13 s/co (reactive) , there was no impact to patient management reported.

Manufacturer narrative:
Upon review, it was found that the coding for section h6 - medical device problem was inadvertently selected incorrectly. It has been updated from (B)(6).

Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify an increase in complaint activity. However, no commonalities for the complaint lot and issue were identified. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint issue. Clinical sensitivity testing was performed using an in-house retained kit of lot 75091fz01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the current issue. This could potentially be a case of occult hbv infection which is a known phenomenon and is diagnosed when a hbv dna test is positive but hbsag is undetected. Occult infection may represent acute infection in the window period, hbv tailend of chronic hbv infection, persistence of replication at low level after recovery in the presence of anti-hbs or occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current hbsag assays. (1, 2). 1. H. W. Reesink et al. Occult hepatitis b infection in blood donors. Vox sanguinis (2008) 94, 153¿166, 2. Michael torbenson and david l thomas. Occult hepatitis b. Lancet infect dis 2002; 2: 479¿86. Based on the investigation, no systemic issue or deficiency was identified with the alinity I hbsag reagent, lot 75091fz01.

Event description:
The customer reported a false nonreactive alinity I hbsag result for a 55-year-old female with aplastic anemia in the hematology department. The following data was provided: sid (B)(6): hbsag: 0 iu/ml (reference range: < 0.05 iu/ml nonreactive, >/= 0.05 iu/ml reactive), anti-hbs: 25.69 miu/ml (reference range: >/= 10 miu/ml is considered reactive), hbeag: 1.45 s/co (reference range: >/= 1.000 is reactive), anti-hbe: 0.86 s/co (reference range: </= 1.00 s/co reactive), anti-hbc: 3.88 s/co (reference range: >/= 1.00 s/co reactive). The customer retested the sample after high-speed centrifugation, and the hepatitis b retest results were all consistent: hbsag result = 0 iu/ml (nonreactive), hbv dna result = 23100 iu/ml (positive). The patient¿s historical results tested on (B)(6) 2026 were: hbsag: 0 iu/ml (nonreactive), anti-hbs: 24.55 miu/ml (reactive), hbeag: 0.9 s/co (nonreactive), anti-hbe: 0.83 s/co (reactive), anti-hbc: 4.13 s/co (reactive). There was no impact to patient management reported.